Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 1, 2021.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery. This report is submitted on december 22, 2020.

Manufacturer narrative:
This report is submitted on november 12, 2020.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.